Event description:
During a tha, the surgeon noticed that the t-handle instrument had a crack in the plastic portion of the handle. He asked that it be taken off the sterile field and replaced as it is broken. There are no fragements and there was no patient consequence. No delay in surgery occured.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Examination of the device was not able to confirm the allegation, no cracks were identified on the device. However, the white handle has broken at the handle-shaft intersection. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.